Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the product was placed left side and when the physician was placing it, the stylet snapped in half inside the patient. The catheter was replaced over the wire. They kept the wire in place and put a new catheter over the top.

Manufacturer narrative:
Additional data added to include sample evaluation as follows: one catheter from (B)(4) palindrome precision catheter sport pack with venatrac, 33 cm implant length, 50 cm oal, sterile was received for analysis and investigation. The catheter was returned inside a generic plastic bag and showed signs of use (blood). The catheter was return with a stylet inside each lumen; however the stylet of the arterial lumen was returned broken. The measure of the stylet should be 20.278 inches, however the stylet was broken at 18.70 inches from the tip; the rest of the stylet was not received. According to the investigation findings, the possible cause occurred during use since the stylet showed signs of manipulation, and the condition was not identified prior to use. According to the instructions for use it is recommended that the extension tubing should not be clamped with insertion stylets loaded as it may result in stylet damage

Manufacturer narrative:
This complaint was investigated and the reported defect was not confirmed. The complaint sample was not returned to the manufacturing plant for review. The device history record (DHR) review could not be reviewed since the lot number for this complaint was not provided. Since the sample was not returned, there is no enough evidence to determine a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.